Event description:
It was reported a bridge bolus was not performed. The hcp refilled the pump last week and they refilled with a 500mcg/ml concentration instead of 2,000mcg/ml at 360mcg/day. The hcp reported that he knows the patient was getting 500mcg/ml because 2 days ago she started feeling an increase in tightness and was itching. The pump was used to deliver gabalon. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID 8596, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 8840, serial# unknown, product type programmer, physician. (B)(4).